Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #4 was removed due to infection. Implant is part of an "all on four." The patient came into the office on (B)(6) 2025 and stated that the doctor of dental surgery took off the temporary denture to take an impression. When replacing the denture, the patient stated that a "shock" went through the right side of his face. It was decided that the implant needed to be removed. The patient had a lot of exudate from a sinus infection. A new implant was placed the same day. The patient was placed on augmentin 875 for one week every twelve hours. The patient and implant were doing well as on (B)(6) 2025. Symptoms as a result of the event: pain.